Event description:
It was reported that a during routine check and upon powering on the cs300 intra-aortic balloon pump (iabp) unit's display was flickering. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device/10: a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the cs300 intra-aortic balloon pump (iabp) unit and discovered that the error occurred due to the connection being loose. To fix the issue, the fse opened the monitor and fixed the cable. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.